Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00311: patient 1.

Event description:
Article: acumed intramedullary nail for the treatment of adult diaphyseal both - bone forearm fractures. He hong-ying, zhang jian-zheng, wang xiao-wei, and liu zhi. Departement of orthopedics, general hospital of pla, beijing 100700 china. China j orthop trauma, sep. 2018, vol. 31, no. 9. Patient 2: ulnar radial bridge formation - no revision surgery mentioned in article.